Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the products acceptance criteria. During onsite visit the fse (field service engineer) confirmed and reproduced reported issue. Fse (field service engineer) replaced ophir internal head. Fse (field service engineer) completed multiple energy checks to test new ophir. System verification concluded system meets specifications as per sir (service installation record). Root cause could be determined as internal component wear. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that they received secondary energy too low and then secondary energy too high. Later the surgery was rescheduled for five eyes.